Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional information or returned samples, the reported event was not able to be confirmed. The first probe was manufactured on december 4, 2014. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The second probe was manufactured on april 1, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system did not have enough power to cauterize during a procedure. The probe was exchanged two times without success. The procedure was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the 23ga straight endolaser probe did not emit enough laser power to cauterize. There was no patient impact; however, the procedure was canceled. The customer did not request service for the system. Two 23ga straight endolaser probes were received and a visual assessment of the returned samples was performed. Unrelated to the reported event, the cables were found to be loose at the connector and handle, but there was no exposed fiber. The laser probes were connected to a calibrated laser system to test the aiming beams and the aiming beams were found to be conforming. The two laser probes power output were then tested and met product specifications. The 23ga straight endolaser probe (lot number 14038025x) was manufactured on december 4, 2014. There were 186 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The 23ga straight endolaser probe (lot number 15018132x) was manufactured on april 1, 2015. There were 186 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for the two 23ga straight endolaser probe lot numbers. The samples were found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).